Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for implant using a 6f amplatzer torqvue delivery system. During the first attempt to deploy the device, it deployed in a cobra head configuration. The device was recaptured and removed from the patient body. The occluder was attempted to be inserted a second time; however, the issue persisted. The deformed device was never released from the delivery cable while inside the patient. A non-abbott device was then chosen for implant. The replacement device was successfully implanted. The patient remained hemodynamically stable and there was no clinically significant delay in the procedure. The patient was reported as stable.

Manufacturer narrative:
An event of device deployed into a cobra shape inside the patient was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
N/a